Event description:
It was reported that the patient had diaphragmatic stimulation from the right ventricular (rv) lead. The device was interrogated and the rv lead had high thresholds and no capture. The rv lead was programmed off and the device was programmed to left ventricular pacing only. In addition, the patient experienced shortness of breath, low hemoglobin and hematocrit levels and muffled left chest breath sounds following the implant of the rv lead. The patient was examined and was found to have a large pleural effusion as a result of the initial rv lead implant and had a left sided thoracentesis. A computerized tomography (CT) scan showed that the patient had a perforation at the apex. Four days later the patient was admitted to hospital as a result of another large pleural effusion and had another left side thoracentesis. Two days later the patient presented for a rv lead revision. During the procedure the physician noted difficulty in fully retracting the helix. After gentle pulling the physician was able to free the rv lead and upon removal of the lead a piece of tissue was noted in the helix. A new lead was implanted. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead with tissue in the helix. Helix extension and retraction could not be tested due to dried tissue in the helix that prevents the helix from extending or retracting. The analyst also noted that tissue on the helix is not an out of specification condition of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.